Manufacturer narrative:
Follow-up emdr for device evaluation: one photo of the packaging was received by our quality team for investigation. During visual inspection, the photos display the product label, confirming the reported product. No photos of the failed device were provided; therefore, the reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001410229 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We are unable to identify any recorded issues with the product, nothing was identified that would contribute to patient death. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. In relation to death: per customer follow-up, patient¿s death is not related to the failure of the product. The patient is on palliative care, and she had dire underlying conditions. H3 other text : see manufacture narration.

Event description:
Catheter was broken in a patient. We don't know why it broke off. They cannot share the images. Sample is not able to be handed over. Death = yes. Detailed death description = confirmed drain did not cause death. -the correct product code is 50-9050. Updated material grid. - what was the place where the catheter broke internal to the body, or was the catheter broken in the external portion? = the suspected part was found floating subcutaneous fat on the right lower abdomen. - is there a product failure that is claimed with regards to the death, or was the patient only under palliative care and the death is tied to his/her underlying conditions? = as informed by the complainant, her death is not related to the failure of the product. The patient is on palliative care, and she had dire underlying conditions. - where was the catheter located? Abdomen or chest = the abdomen. - is there a photo or sample available showing the reported issue for the evaluation? = non available - how long has the catheter been in place? = since (B)(6). - was there medical intervention required as result of broken catheter? = yes. - how was the broken catheter retrieved from patient body? = an abodominal wall 16fr sheath was placed into the ascitic fluid, followed by a 24fr dilator, and subsequently, en snare was used to retrieve the broken piece.

Event description:
Catheter was broken in a patient. We don't know why it broke off. They cannot share the images. Sample is not able to be handed over. Death = yes. Detailed death description = confirmed drain did not cause death. -the correct product code is 50-9050. Updated material grid. - what was the place where the catheter broke internal to the body, or was the catheter broken in the external portion? = the suspected part was found floating subcutaneous fat on the right lower abdomen. - is there a product failure that is claimed with regards to the death, or was the patient only under palliative care and the death is tied to his/her underlying conditions? = as informed by the complainant, her death is not related to the failure of the product. The patient is on palliative care, and she had dire underlying conditions. - where was the catheter located? Abdomen or chest = the abdomen. - is there a photo or sample available showing the reported issue for the evaluation? = non available. - how long has the catheter been in place? = since (B)(6). - was there medical intervention required as result of broken catheter? = yes. - how was the broken catheter retrieved from patient body? = an abodominal wall 16fr sheath was placed into the ascitic fluid, followed by a 24fr dilator, and subsequently, en snare was used to retrieve the broken piece.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401 patient problem code: f1903.